Manufacturer narrative:
Concomitant product(s): dtba2d1 ICD. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted due to oversensing of noise and high impedance. The ring electrode had fractured on the rv lead. The lead was reprogrammed and remains in use. It was further reported that the right atrial (ra) lead had oversensing of noise and high impedance. The lead was suspect of a fracture. The lead remains in use and continues to be monitored. No patient complications have been reported as a result of this event.